Manufacturer narrative:
Nakanishi is now trying to obtain further information about the event including the patient.

Event description:
On february 28, 2018, nakanishi received an e-mail from a distributor (B)(4) about a handpiece overheating. Details are as follows. The event occurred on (B)(6) 2018. A dentist was performing a dental procedure using the x95l handpiece (serial (B)(4)). During the procedure, the handpiece head overheated and burned a patient.

Manufacturer narrative:
Upon receiving the device involved in the MDR event from a distributor, nakanishi conducted a failure analysis of the returned device (B)(4). These activities are described in more detail below. Methodology used: nakanishi examined the device history record and the repair history for the subject x95l device (serial number (B)(4)). There were no problems observed during the manufacturing or testing noted in the DHR. There were also no repair history records since the device was shipped. Nakanishi set a test bur in the handpiece, connected the handpiece to the motor and rotated it. A few seconds after the start, the handpiece was locked and did not rotate at all. Therefore, nakanishi was not able to conduct temperature testing of the device. Identification of the specific failure mode(s) and/or mechanism(s) and the associated device components involved: nakanishi disassembled the handpiece and performed a visual inspection of the inside parts. Nakanishi observed that the bearing retainers (ball retaining part) on the front and rear side of the cartridge were broken. Nakanishi took photographs of all of the disassembled parts and kept them in the investigation report #(B)(4). Nakanishi then replaced the damaged cartridge (including the bearing) and conducted temperature testing of the device in the following manner. Temperature sensors were attached to the exterior of the device at various test points. This included the point most proximal to the patient (testing point (1)) and points further toward the distal end of the device (testing points (2) through (4)). The test setup was prepared to take temperature measurements at all points simultaneously, including a reference measurement at ambient room temperature. Nakanishi attached a thermocouple (sensor to measure a temperature) to each of the testing points. Nakanishi rotated the device's motor at 40,000 min-1, which is the maximum rpm for the motor that drives the handpiece (200,000 min-1 for the handpiece), with water spray, and measured the exothermic response. Nakanishi measured the temperature rise of the returned handpiece set at 200,000 min-1 (motor revolution 40,000 min-1). Nakanishi observed no abnormal rise in temperature during the test period (see below). Nakanishi confirmed that the returned handpiece was operating as expected and within temperature specifications once the damaged cartridge had been replaced. Test point (1): 25.6 degrees c; test point (2): 26.1 degrees c; test point (3): 25.7 degrees c; test point (4): 25.6 degrees c. Conclusions reached based on the investigation and analysis results: nakanishi identified that the cause of the overheating of the returned device was abnormal resistance during rotation caused by the broken bearings due to the ingress of undesirable materials into the bearing. A lack of maintenance causes the accumulation of debris on the inside parts, which causes debris ingress into the bearing during rotation. This contributes to the handpiece overheating. In order to prevent a recurrence of the handpiece overheating, nakanishi took the following actions: nakanishi reviewed the operation manual and reconfirmed clarity and understandability of the instructions. Nakanishi reported the above evaluation results to nsk europe (neu) and directed neu to remind the user of the importance of maintenance, as instructed in the operation manual.

Manufacturer narrative:
According to the distributor, the dentist refused to provide any information about the patient other than the patient's age and sex.

Event description:
On (B)(6) 2018, nakanishi received from the distributor ((B)(4)) detailed information on the event. The procedure the dentist was performing at the time of the event was crown preparation of 4/6 in the direction of the cheek. According to the dentist, no abnormalities were observed in the device prior to use. The patient was under local anesthesia from the lip to the back of the cheek. During the procedure, the handpiece was stuck to the mucous membrane of patient's mouth. There was a severe burn injury inside the mouth. The dentist cooled the burn and administered antibiotics to prevent infection. One week later, the patient returned for follow-up visit, and the injury was healing normally, and the next follow-up is scheduled a few months later. The dentist determined that no more medical intervention was necessary for the burn.